Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included aneurysm cerebral. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control as well as acetylsalicylic acid (aspirin), amitriptyline, clopidogrel and loratadine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue and migraine had resolved and the genital haemorrhage, dysmenorrhoea, menstrual disorder and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2014, hysterosalpingogram (hsg) test was performed that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- abnormal bleeding (vaginal), menorrhagia, migraines, headache were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included aneurysm cerebral, allergic rhinitis, conjunctivitis, hyperlipidemia, perineal pain, breast pain and irregular periods. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2009 for birth control as well as acetylsalicylic acid (aspirin), amitriptyline, clopidogrel and loratadine. On (B)(6) 2014, the patient had essure inserted.in (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain/pain"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 2 years after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue and migraine had resolved and the uterine haemorrhage, genital haemorrhage, dysmenorrhoea, menstrual disorder and back pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per mr: abnormal uterine bleeding since the insertion of the essure device. Essure removal procedure. The coil was removed in its entirety in one piece and delivered through the 5-mm port and sent to pathology. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion on (B)(6) 2014, hysterosalpingogram (hsg) test was performed that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Ultrasound of the pelvis within normal limits. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding (confirming genital haemorrhage), abdominal pain, pelvic pain and menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: per mr: event: abnormal uterine bleeding was added. This case is medically confirmed. Her concurrent conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (underwent a removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram (hsg) test was performed that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.